Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Reportedly, the cartridge was installed on (B)(6) 2015. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.